Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited loss of capture, r wave amplitude variation. It was noted form x-ray that the lead was dislodged. During lead revision procedure the lead helix was not able to be extend. The lead was explanted and replaced. The patient was stable.